Event description:
Pump declared alarm 30 while it was in use. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded a new cartridge following proper technique with the assistance of technical support and resumed insulin therapy.